Event description:
It was reported that one of the patient interface was not working. Even when the cable was plugged in it does not identify it. Later it did not connect at all both wirelessly and with the cable. There was no patient involved.

Manufacturer narrative:
H3: product analysis found that reported fault was not confirmed. Console paired wirelessly with test patient interface with no anomalies found. The software was upgraded to version 1.7.5. Section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3 for concomitant products: product analysis for both the patient interfaces found that the reported fault was not confirmed. Patient interface paired wirelessly with test console with no anomalies found. The software was upgraded to version 1.7.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.